Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed for a continuous delivery of an unspecified concentration of zosyn, at a rate of 20ml/hr, with a 500ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. It was reported that a new container is hung every day. After an unspecified length of time during the two week course of treatment, the homecare nurse arrived and noted the device display indicated 480ml had been delivered; however, the container was still full. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.27ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the history indicates on (B)(6) 2011 at 1419, the pump was programmed for continuous only delivery in ml, with a rate of 20ml/hr, a 500ml vtbi (volume to be infused), a 500ml container size, a 2ml air sensitivity, keypad was locked and the delivery was started. At 1420, a distal occlusion alarm was received, infusion was stopped and restarted. A new date stamp of 08/11/2011 occurred. Between 0940 and 0945, the delivery was stopped. New container was indicated and the delivery was started. A new date stamp of (B)(6) 2011 occurred. At 1003, the delivery was stopped and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.